Event description:
Patient reported right side "intracapsular rupture", "minimal quantity of liquid", "irregular contours", "accommodation folding" diagnosed by MRI and "recall." The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, rupture, recall.

Event description:
Patient reported right side "intracapsular rupture", "minimal quantity of liquid", "irregular contours", "accommodation folding" diagnosed by MRI and "recall." The device remains implanted.

Event description:
Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: anxiety-product/procedure: unable to observe since it is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Crease/folding of implant: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.